Event description:
It was reported that (2) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the affiliate that the atw35 was fired once, reloaded and then would not fire again. Another instrument was used to complete the case. There was no consequence to the pt.